Event description:
South african case: septic acl - the femoral tunnel and distal femur was debrided and all septic bone debrided. Stimulan rc 10cc - vancomycin 1gr and gentamicin 240mg (6ml) - medium beads and balance large beads. Beads were pushed into the debrided bone and the balance (small amount) into the surrounding soft tissue. A rash and swelling following implantation of stimulan occurred. The knee was washed out again. The surgeon has indicated that they cannot confirm whether the reaction was caused by the antibiotics or the stimulan but from reviewing the data evidence it is highly unlikely that stimulan was a contributing factor to the reaction.